Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 528mg/dl and a no delivery alarm. The customer treated with manual injection. Customer indicated that their doctor has not been contacted and their blood glucose value was unknown at the time of the call. Troubleshooting was declined by customer and customer indicated that their high blood glucose was due to the no delivery alarm.